Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms. Patient isometrics were performed, and no noise was able to be created. Boston scientific technical services (ts) discussed programming options, which would be discussed further with the physician. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms. Patient isometrics were performed, and no noise was able to be created. Boston scientific technical services (ts) discussed programming options, which would be discussed further with the physician. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was reprogrammed to bipolar sensing and unipolar pacing. No adverse patient effects were reported. The device remains in service.